Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to experiencing extreme high and low blood glucose reading. Customer's blood glucose reading at the time of the hospitalization was 28 mg/dl. Customer stated that his blood glucose readings were 532 mg/dl and he treated with a bolus and accidently over bloused prior to the hospitalization. Customer's blood glucose reading then went low and he was then taken to the hospital troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.